Event description:
An authorized service center for the MFR (mckinley medical) reported a complaint received from a user facility. The user facility returned an electromechanical ambulatory infusion pump, stating that it was alerting ER.u. There is no report of pt injury.